Event description:
PICC line dressing was being changed by PICC team members. During dressing change process, it was noted line was leaking from catheter distal to hub. Catheter noted to have a crack and line was discontinued.